Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Event description:
The estimated glucose value of 4.2 mmol and the blood glucose meter value of high were not compared within five minutes of each other, meaning that the discrepancy observed does not constitute an exact comparison. However, dexcom has determined the reported event poses potential clinical risk or significant medical risk to the patient based on the significant difference between the observed values in a relatively short amount of time as well as the patient's need for treatment (insulin) to stabilize his blood sugar.

Manufacturer narrative:
(B)(4).